Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No display anomaly was noted. The insulin pump was received with minor scratches on the display window, scratched reservoir tube window, cracked belt clip slot and a cracked reservoir tube lip.

Event description:
Customer reported via phone call that the keypad on the insulin pump was unresponsive for two weeks. Customer stated that he was having issues with his insulin pump intermittently. Customer stated that the insulin pump was jumping units. Customer did not recall any significant events leading to the alarm. Advised customer to revert to a back up plan and the device will be replaced.